Event description:
Info received from pt reports that during a lightening storm, her ins turned off. She feels her disease progression has caused a lack of therapeutic effect by increasing the tremors in her hands. Additional info has been requested and if provided, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).